Event description:
As reported for this event by the olympus representative, during reprocessing the device received a scope communication error message. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, no image was observed for the device. This is attributed to the faulty cable. The device failed the leak test due to puncture on the cable. There was no scope communication error message observed for the device. The user complaint of receiving the scope communication error evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received for this event. This supplemental report is being submitted to provide this information. Two other ch-s400-xz-eb camera head was reported having the same issue by the same facility on jul 28, 2021. These events are captured in medwatches with patient identifiers (B)(6) and (B)(6). Information of concomitant devices is not available. Device was not inspected before issue was observed. It was not reported that the device been dropped or damaged by any surface or sharp corner. No error message was displayed or reported, nor was it reported that there was foreign objects such as debris, water, dust or lint on the electrical contacts. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for this device. It is considered probable that the image output was lost because water entered through the hole in the cable, destroyed the electronic circuit, and caused poor communication between the video processor and the camera head. It is likely that the hole in the cable was caused by reprocessing and storing the product with tweezers, forceps, scalpels, etc. The instructions for use includes the following statements that can prevent the issue from happening: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.